Manufacturer narrative:
Investigation: the collection set was returned for evaluation. No issues with the returned set were found during evaluation. The run data file (rdf) was analyzed for this event. Review of the rdf confirmed that during the initial loading of the kit, an alarm was generated during the disposables test due to access decay failure. Based on the complaint description of ¿customer found diversion bag bloomed,¿ it is likely that the sample bag clamp was not occluding the tubing properly and air entered the sample bag during the disposable test. Analysis confirmed that the system was unable to maintain the necessary pressure which generated the alarm, and the operator then unloaded the set. Root cause: root cause was determined to be partial occlusion of the sample bag line clamp. Possible causes for this include, but are not limited to, a misassembly of the tubing within the clamp or a clamp inadvertently being left open. Corrective action: an internal CAPA has been initiated to address reports of air in the sample bag.

Event description:
The customer reported that during setup for a platelet collection procedure, they found the diversion bag had filled with air. Per the customer, the operator noted that the white pinchclamp was closed. The operator stopped the procedure before the donor was connected. No patient (donor) was connected at the time of the event. Donor gender and weight were obtained from the run files. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Additional investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.